Event description:
Components had to be revised because of instability. Pe wear and loosening. During revision the surgeon found that the reason was the pe inlay was loose. The fixing mechanism (anterior pe lip) was torn off.